Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported by the abbott care team that the patient had a ipg explant. The contact reported that the patient had ipg, not leads, removed a year after implant due to being improperly implanted by the doctor. Contact ended the call. The patient does not want to be contacted therefore additional information cannot be obtained. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was explanted a year after implant due to it being improperly implanted by the physician.